Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a pulse generator implant on (B)(6) 2019. It was later discovered that the right ventricular lead had perforated the ventricle. An echocardiogram was performed which confirmed that the patient did not experience a pericardial effusion. On (B)(6) 2019, the lead was removed and replaced successfully. The patient did well during the procedure and the patient's symptoms were resolved after the lead revision.

Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 58.3 cm. The lead dimensions and stiffness were found to be within specification. All tines were found intact. Analysis was normal. No anomalies were found.